Event description:
It was reported that a malfunction alarm occurred on the pump after possibly getting wet. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.